Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin ulcer cannot be ruled out. The image provided indicates that this event might lead to a serious deterioration in the patient's state of health, therefore assessed as serious. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm). Contributing factors for skin ulcer in this patient include prior radiation, chemotherapy, and prior surgery affecting skin integrity.

Event description:
A 60-year-old male patient with recurrent high-grade glioma started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient reported to novocure that during the most recent transducer array removal, a wound was observed on the top of his head, described as an open hole. The healthcare provider (hcp) recommended temporarily discontinuing optune gio therapy until the wound had closed. An image provided showed a full-thickness ulcer with mild to moderate erythema at the margins on the surgical resection scar. On (B)(6) 2025, the prescribing physician reported that during their last consultation with the patient on (B)(6) 2025, no complications had been noted. On (B)(6) 2025, the patient informed novocure that during an appointment with the hcp, it was advised to remain off optune gio therapy until he could be seen by a specialist. The patient mentioned that while the wound had shown some improvement, it was still present.

Manufacturer narrative:
On (B)(6) and (B)(6), 2025, novocure received additional medical records containing updated clinical information. During a follow-up visit on (B)(6), 2025, it was noted that the patient had temporarily discontinued optune gio therapy due to an ulceration on the scalp. The physician described the lesion as open and scabbed, measuring approximately 0.5 cm, with mild erythema. The patient had been using a topical combination of neomycin, polymyxin b, and bacitracin without improvement. As a result, the physician prescribed levofloxacin 500 mg once daily for 10 days and recommended pausing therapy until the lesion had fully healed. At a subsequent appointment on (B)(6), 2025, the patient reported that the ulceration had resolved.